Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit. The unit dry fired, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: additional information received by territory manager by email on 02-apr-2024: customer was able to use the first clip. For the next (second) clip the user had to ¿reload¿ several times before a clip was loaded in the jaws. No patient injury occurred as a result of this event. Replaced the device (intervention). Name of the procedure performed is unknown. Standard laparascopic instruments (concomitant device). Additional information received by territory manager by email on 03-apr-2024: 5/11/12mm trocars of applied medical used. For the first clip, clip properly seat into the jaws, afterwards only after several tries. No pressure applied to the trigger while moving through the trocar. No actuation completed by fully squeezing the trigger and allowing the device to rest. No device actuated and reset. Patient status: ok; no patient injury occurred as a result of this event. Intervention: replace the device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unknown. Event description: unknown. Additional information received by territory manager by email on 02-apr-2024: customer was able to use the first clip. For the next (second) clip the user had to ¿reload¿ several times before a clip was loaded in the jaws. No patient injury occurred as a result of this event. Replaced the device (intervention). Name of the procedure performed is unknown. Standard laparascopic instruments (concomitant device). Additional information received by territory manager by email on 03-apr-2024: 5/11/12mm trocars of applied medical used. For the first clip, clip properly seat into the jaws, afterwards only after several tries. No pressure applied to the trigger while moving through the trocar. No actuation completed by fully squeezing the trigger and allowing the device to rest. No device actuated and reset. Patient status: ok. Intervention: replace the device.